Event description:
During a conference call, the customer reported a possible over infusion event. Although the report does not contain any pt event details, it is assumed that the event was for an over infusion. The investigation findings provided came from a third party biomed's report. No pt harm or medical intervention reported. The customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). Biomed's findings: "the pump module passed all recommended performance testing with the exception of failing the delivery rate test by delivering at a rate of -8.00%. This failure would not have contributed to the reported problem. The pump requires calibration prior to return." The report of an over infusion could not be confirmed. Although requested, no device or event logs have been returned for this evaluation. The root cause of this report could not be identified.